Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported he had changed his set three times and was experiencing high blood glucose. Customer's blood glucose was 419 mg/dl. Customer stated he didn't have any unusual events today. Customer also reported blood glucose of 317 mg/dl, had dinner and took manual injection. Troubleshooting was performed. Drive support cap was normal. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Settings were correct on the device. Alarm history had low reservoir and low battery alerts. High pressure test was performed and device passed. Cannula was bent but not occluded. Customer was advised to do a complete set change. No further information reported.